Manufacturer narrative:
H10 additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 3300tfx23mm valve implanted in the aortic position, underwent a valve in valve procedure after an implant duration of five (5) years and eight (8) days due to stenosis. A 23mm transcatheter valve was successfully implanted within the pre existing edwards surgical device. As reported, patient was noted as to be discharged home.

Manufacturer narrative:
Added information to section b5 (describe event or problem), b7 (other relevant history, including preexisting medical conditions (e.g allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.)), d4 (expiration date) and h4 (device manufacturer date), h6 (device code(s)) and h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions) h10: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including rheumatic heart disease (rhd) and diabetes.

Event description:
Edwards received notification that a patient with a 3300tfx23mm valve implanted in the aortic position, underwent a valve in valve procedure after an implant duration of five (5) years and eight (8) days due calcification leading to stenosis. A 23mm transcatheter valve was successfully implanted within the pre existing edwards surgical device. As reported, patient was noted as to be discharged home.